Event description:
It was reported that the subject device had difficulty transporting liquid. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the flow rate is low because the pump head is damaged olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6) e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had difficulty transporting liquid. The issue occurred during an unspecified procedure. There were no reports of patient harm.